Event description:
The customer reported the monitor is white, not displaying images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and aligned the camera and reloaded software. System operates as intended. (B) (4).